Event description:
Suction irrigator was leaking towards the end of use. And then the irrigator started spraying everywhere on its own without being initiated by user. The battery continued to run on its own until the batteries were removed from the device.